Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced tachycardia when in the hospital. The field representative reprogrammed the device to a different mode that broke the rhythm. The field representative discussed the issue with boston scientific technical services (ts) found the patient had been connected to a monitor and the interaction may have driven rate up. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.